Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d9, update section h3, and to provide the completed investigation results. One (1) 6 french angio-seal device was returned product evaluation. The returned device included the guidewire, hemostasis sheath, arteriotomy locator, carrier tube and packaging. The device was visually inspected and found to have been in used condition with visible signs of blood. The hemostasis sheath and locator were returned not fully mated with blood inlet holes not properly aligned. The carrier tube was returned but had not been used. No other damage or issues with the device were identified. Functional testing was performed by attempting to connect the hemostasis sheath and locator. The components were able to be fully connected successfully, and no issue was identified. The complaint was confirmed for a potential improper assembly. The exact root cause was unable to be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the angio-seal did not deploy during the procedure. The event occurred during use on patient/on removal. There was no injury to the patient.